Event description:
An implantable pulse generator (ipg) system was returned from a funeral home with no information. Information identified in the manufacture's database indicated the patient died approximately eight months post implant of the device approximately four years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. All the insulators were torn and an outer insulation cosmetic depression were noted at the connector. Apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. All the insulators were torn and an outer insulation cosmetic depression were noted at the connector. Apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.